Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder out of phase. The displacement test could not be performed or the motor position encoder error alarm verified due to constant motor error at rewind. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 18 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.